Event description:
A pt reported experiencing inaccurate erratic results with a otb meter. The pt's blood glucose results were 400, and 100mg/dl plus approx. Tests were done within 10 mins with a difference of 106%. Pt did not experience any adverse events. No further info has been reported. Note-customer stated glucose reading were 400 and 100 plus approximately.